Event description:
It was reported that the doctor had floated the swan ganz catheter with no issues. The patient went onto by pass, and the catheter was pulled back into the right ventricle. The surgeon was handling the heart lifting it around, when they noticed the tip of the catheter had punctured the right ventricle. The ventricle required suturing. Patient's status is good.

Manufacturer narrative:
Device will not be returned for evaluation; discarded at hospital.